Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap nephrectomy. According to the reporter: surgeon approximated tissue between the jaws and fired. Pt started bleeding - converted to open case. Vascular surgeon brought in to repair vessel. Vascular surgeon hand sewed the vessel. There was unanticipated tissue loss. The incision was extended by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used. Used with ultra handle. Product was thrown out and won't be returned.